Event description:
It was reported that the patient presented via merlin.net transmission exhibiting high impedance on the right ventricular lead. The lead was capped and replaced with a competitor lead on (B)(6) 2017. The patient was stable post procedure.